Manufacturer narrative:
A ge svc rep performed an on site investigation and found the uninterrupted power supply (ups) was turned off. The ups was then turned on and the sys was tested and operates as intended.

Event description:
The customer reported the 9900 sys would not boot up and there was an uninterrupted power supply (ups) error message resulting from a console connection issue. No pt injury was reported.